Event description:
The report received indicated that a recanalization procedure was being performed on the lower limb of a pt. The physician could not pass the stenosis with a catheter or balloon catheter. He tried to dilate proximally with the pta savvy balloon catheter. However, the balloon did burst. When he pulled back balloon, he felt resistance. A large piece of the balloon (distal end of the balloon catheter including the distal marker) stayed in the pt just above the knee. It was successfully removed by a vascular surgeon. After the successful surgery, the pt died of a massive heart attack.

Manufacturer narrative:
Please note that this device is available for testing and eval but has not been received as of this writing. Add'l info is also pending regarding the procedure, and will be submitted within 30 days upon receipt.